Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart was confirmed via data. The root cause could not be determined.